Manufacturer narrative:
The device involved in the event has been received and the evaluation is currently in progress. A follow up will be submitted once the evaluation has been completed. (B)(4).

Manufacturer narrative:
The balloon catheter was returned for evaluation with the guidewire still inside the lumen. A significant amount of blood was found inside the catheter lumen, which likely contributed to the reported issue. The IFU (instructions for use) states, "the balloon should always be deflated with the guidewire remaining beyond the catheter tip in order to minimize aspiration of blood into the lumen." Also, the guidewire was found broken at approximately 197.25cm from the proximal end and cross sectional analysis of the break surface indicated that the failure mode was due to tensile overload. Guidewire separation. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent a balloon assisted coiling embolization treatment. During the procedure, it was reported the balloon could not be deflated after the first inflation and became stuck with blood refluxing into the balloon. The physician was able to manipulate and remove the balloon from the patient without issues. The patient condition was reported to be okay. No patient injury was reported with the patient as a result of the procedure.